Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt became symptomatic during a clinic visit at the hospital and that the pump stopped when the pt changed position. It was also reported that two of the pt's system controllers had damage to the motor drive circuitry. X-rays of the percutaneous lead were taken and the pt was provided a non-grounded pt cable. An evaluation of the pt's percutaneous lead was scheduled to be performed by the manufacturer's technical services team.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.